Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 03-apr-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 100 samples for investigation. Out of these, 30 customer samples were randomly selected and subjected to a visual inspection for additive and gel defects. None of the 30 customer samples failed for additive defects or gel defects. Additionally, another set of 30 retained samples underwent a visual inspection for the same defects, and similarly, none of these samples failed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ there were serum separation issues and fibrin in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ there were serum separation issues and fibrin in an unspecified number of devices. There were no health consequences or impacts reported.